Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that after the device failed to cross, the stent dislodged inside the guide catheter. This was only found after the device had been withdrawn from the pt and the stent was not present. A search of the pt did not locate the stent; however, when the guide catheter was reviewed, the stent was found inside. The stent could not be withdrawn from the guide catheter. The stent and guide catheter were discarded, so the delivery system is the only part that is being returned. There were no pt effects. No add'l info is available.